Event description:
It was reported that during a laparoscopic donor nephrectomy procedure after one hour using the ace36e, the white pad of the jaw of the instrument came detached/loose. No patient consequences were reported. Procedure was completed with same like device. Procedure was prolonged by five minutes. One device will be returning.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis. Should the device be returned for analysis, a supplemental medwatch will be sent. The device was not received for analysis; therefore, the complaint could not be confirmed. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.